Event description:
The customer reporter that while running an hcv assay, using summit sample handler, did not pipette sample/diluent in well position a8 and did not give an error message. A field service engineer was dispatched and was not able to verify concern. The fse replaced plunger clamp in position 8. Also replaced tip clamp, sleeve and compression spring. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00-04581-09.